Manufacturer narrative:
Testing of actual/suspected device (10/3233): another getinge fse was dispatched to perform the repairs on the iabp unit involved. The fse confirmed the reported issue, replaced the fiber optic assembly, then observed normal function. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6), phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra- aortic balloon pump (iabp) had an issue with the fiber optic sensor. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an issue with the fiber optic sensor. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions), h10.